Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were in a real bad car wreck on (B)(6). They had a fracture of the pelvis. Before they did surgery, they shut the device off because they wanted to do a catheter during surgery. The device stayed off for several days and then someone came in from the other group and turned it back on. They turned it off like the (B)(6) before they did the surgery. They were so out of it because they were under all of the morphine. Patient didn't know what day they started having return of symptoms. It was holding everything back and they are not able to use it the way it was supposed to be used. They can't empty their bladder. Walked caller through checking their settings. Walked through how they could see the other program options. Patient wanted to know if it was normal to have different amplitudes on different programs and if they would feel it in different locations. Patient switched to program 7 and increased the amplitude to 4.5 volts and didn't feel any stimulation. Patient will go through the programs and see if they feel any of the stimulation, and then follow up with the healthcare provider (hcp). The patient was redirected to their healthcare provider to further address the issue.